Event description:
Pt called to report a zevex infinity pump error alarm "no food". Pt attempted to clear the alarm following instructions in the pump manual, but would run for a period of time and start alarming again. Pump exchanged.